Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the unloading solenoid. The customer reported that replacing the unloading solenoid resolved the issue; the ventilator passed testing. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, an 840 ventilator smelled hot. The ventilator was not in use on a patient at the time the event occurred.